Manufacturer narrative:
One certain® gold-tite® hexed screw (iunihg) was returned for investigation. Visual inspection of the as returned product identified considerable wear and damage about the screw body. The product is fractured at the top of the threaded region. The drive feature is stripped and covered in debris. No pre-existing conditions were noted on the per. The reported product was located on an unknown tooth site and used for approximately an unknown period of time prior to fracture. DHR review was completed for the subject lot number 1210765. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1210765) for similar cause and no other complaint was identified. The alleged malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: d4: (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the abutment screw (iunihg) fractured. The patient was rescheduled for the screw removal.